Manufacturer narrative:
Calibration and qc were running within established specifications. A field service engineer (fse) was dispatched for this event and updated the instrument with the glucose modifications for the sample wheel cover and glucose module. The glucose electrode and glucose reagent syringe were also replaced according to the modification instruction. The root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one (1) erroneously low glucose (glucm) result that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was not reported out of the laboratory. The customer does not routinely run glucose samples in duplicate mode. However, a result of 38 mg/dl was originally obtained and reruns of 128 and 127 mg/dl were obtained and reported. Patient treatment was not affected in regard to this event as the customer ran the glucose sample in duplicate mode and verified the results prior to reporting.